Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump got wet and not turned on. The customer¿s blood glucose level was 151 mg/dl. Customer's current blood glucose level was 239 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. No moisture damage was found on the electronic assembly during visual inspection. (B)(4).